Manufacturer narrative:
Review of medtronic's global complaint handling database with the provided serial number revealed no prior records or submitted regulatory reports. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author provided the conduit serial number ((B)(4)), the patient¿s age (12 months), gender (female), and stated that the conduit did not cause or contribute to the observed adverse events or death.

Manufacturer narrative:
Citation: brizard c et al. Intra-annular mitral valve replacement in neonates and infants. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a patient with shone syndrome who was implanted with a medtronic contegra conduit (serial numbers not provided). At three weeks postoperative a valve replacement was performed to address persistent pulmonary hypertension. Subsequently, the patient died of stroke. The death was not attributed to medtronic product. No additional adverse patient effects or product performance issues were reported for this patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.